Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer receiving effective stimulation. The patient's pain pattern is bilateral legs. The ipg is inoperable (reference MFR. Report: 1627487-2014-05439); therefore diagnostic testing is unable to be performed. Xray imagery confirmed the lead has not migrated. The patient denies any trauma. Surgical intervention is pending to address this issue.